Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was further reported that the complete fracture occurred about half a year ago. High impedance was observed in both bipolar and unipolar setting. Noise was randomly observed in electrogram (egm). Overshoot was also observed. The ipl was explanted and not replaced due to patient is older. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic), and the impedance on the atrial pacing lead was beyond the expected upper range. Analyst commented, beginning (B)(6) 2016, atrial sensing integrity counts up to 426608; atrial tachycardia / atrial fibrillation episodes due to lead noise oversensing. On the week of (B)(6) 2016, atrial pacing impedance measured high at 3192 ohms.

Event description:
It was reported that during use of implantable pacing lead (ipl) the lead exhibited high impedance, apparent fracture, and oversensing/noise. Troubleshooting and isometric movements were performed. Device settings re-programmed, the lead remains in use, patient will be monitored during follow up visits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.